Manufacturer narrative:
H11: according to the complaints database review, no further similar issue has been reported since device installation in 2013 and no adverse trend related to the reported condition has been detected. No technical service inspection activity has been scheduled yet for this device. Therefore, however, the exact root cause of the issue cannot be determined. However, considering the manufacturing year of the device (2013), it cannot be ruled out that the wearing of electro-mechanical devices, which can be originated by the specific use condition at the customer site (such as movements or liquids penetration), may have contributed to the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4: additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an s5 roller pump used to suddenly stop after start spinning. The event occurred during procedure.there was no patient injury.